Event description:
The lay user/patient contacted animas on (B)(6) 2012 alleging elevated blood glucose (bg) readings while on the pump. The patient reported that her normal bg range is in the 100-200 mg/dl range; however, she stated she has been obtaining bgs in the 200-300 mg/dl range. There was no mention of symptoms with the elevated bgs. At the time of troubleshooting, the patient confirmed all pump settings including the date and time were correct. Review of pump history indicated tdd (total daily delivery), basal and bolus was delivering and calculated correctly. The patient confirmed no abnormal boluses in the history and all boluses were completed. The patient denied any visible air bubbles in cartridge or tubing. The patient also denied abnormalities at the site. The patient did confirm that her bg when elevated comes down after changing site/set. At the time of the call, the patient was advised to do an air bolus of 5 units 3 times. The patient denied seeing insulin at the end of the tubing on the first 2 attempts. The patient reported seeing "one drop" come out of the tubing on the third attempt. The subject pump was replaced due to the patient not seeing any insulin during the first 2 air bolus attempts. The patient's reported bg readings do not meet animas' criteria of a serious injury. However, this complaint is being reported because the patient did not see any insulin come out of the tubing while performing the air boluses.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history from (B)(4) 2012 to (B)(4) 2012 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There was no defect found on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.